Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were peeing all over the place and it was ridiculous. Patient said this was happening all the time and they didn't think the device was even helping. Patient mentioned they had an appointment with the manufactuting representative (rep) on monday to see how the setting works. Agent asked if patient found any improvement on their symptoms since the surgery and patient did not know. Patient stated when they were near a bathroom they have to go within a half hour 3-4 times and al l they do was drops. The patient was redirected to their healthcare provider to further address the issue. Patient reported no change in baseline / never received therapy benefit and urinary incontinence, urinary frequency, urinary retention.